Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the calcified superficial femoral artery. A 5.0x200x150-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.